Event description:
A malfunction alarm occurred on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump, and upon resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappeared, which the customer acknowledged and understood.